Event description:
It was reported that the cuff sometimes did not inflate properly. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. The customer's reported problem, "the cuff sometimes does not inflate properly.", was not verified by functional testing. The customer requested an investigation into this product due to a malfunction of the h-2 ((B)(6)) that was being used at the same time. This caused customers to have concerns about the quality of this product as well. At the customer's request, the h-2 product was replaced with a new one. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.